Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump battery cap was stuck on the pump and the pump was emitting a low battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/30/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the pump¿s battery cap was found to be able to successfully attach to both the customer¿s returned pump and a test pump without issues. No defects related to the complaint were found during testing.